Event description:
Patient was implanted with a plate and screw construct on (B)(6) 2011. On an unknown date, patient complained of pain from a healed fracture. The surgeon decided to remove hardware to alleviate the pain. Patient returned to the or on (B)(6) 2012 and the hardware was removed. This is 8 of 9 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.